Manufacturer narrative:
The analysis site confirmed the customer complaint and added heat shrink tubing to the cable to correct this issue. The analysis site also replaced the rotational knob and the shroud due to both were damaged, and the e-clip was replaced due to it was damaged during disassembly, and per the mammotome service manual, service test were performed with no functional faults found. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
The customer has reported that the st holster has a break in the lower green cable. There have been numerous error codes. There have been no pt consequences reported. One device to be returned.